Manufacturer narrative:
Device evaluation summary: visual inspection shows evidence of fin damage and the lid is fused to the bowl. Note: visual analysis of the returned device with fin damage is a representative failure mechanism of bowl lift/leaking. The bowl was not able to be tested with the lid fused to the bowl. Reason for the return was visually confirmed with evidence of fin damage noted but could not be duplicated in the lab. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of an autolog washkit, it was reported that when the circuit was primed in preparation for use, water leaked and the device could not be used. The device was replaced. There was no adverse patient effect associated with this event.